Event description:
As reported by our french affiliates, during procedure, while inserting the commander delivery system with crimped valve, no problems occurred but when valve was supposed to exit the end of the esheath+, it was stuck. The team had to use an excessive amount of force to overcome the resistance, and the valve was successfully implanted. There were no vascular problems nor bleeding. The esheath+ was observed to have a distal tip tear.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections of this report have been updated: b4, b5, b7, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive investigation on esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformances identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed based on evaluation of provided imagery. Available information suggests that patient factors (undersized vessels) and procedural factors (variability in tip expansion) likely contributed to the event as per information provided patient presented narrow access vessels. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our french affiliates, during implant of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, while inserting the commander delivery system with crimped valve, no problems occurred but when valve was supposed to exit the end of the esheath+, it was stuck due to patient anatomy with narrow aorto-iliac junction. The team had to use an excessive amount of force to overcome the resistance, and the valve was successfully implanted. There were no vascular problems nor bleeding. The esheath+ was observed to have a distal tip tear.